Event description:
It was reported that bd insyte autoguard leaked at the catheter/hub junction. The following information was provided by the initial reporter, translated from french to english: a ¿leakage¿ of blood at the junction between the catheter and the ¿blue¿ plastic part. Did the patient or user suffer any harm? If yes, please explain yes: when the catheter was inserted, the patient bled heavily. Exposure for the user, who was forced to carefully remove the catheter and insert another.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples and photograph submitted for evaluation. Bd received 50 sealed 22ga x 1.00in. Insyte autoguard units from lot number 4002298. Additionally, one photo was provided which displayed a catheter with a red arrow to the top of the adapter. A sampling of (B)(4) units were randomly selected for functional testing. No leaks were discovered. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.